Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. (B)(4). After functional testing and visual/physical examination the reported issue was confirmed. The computer boots normally to the application screen. The ent program starts and runs normally. No black screens were observed. 9 bad sectors were found in the computer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system booted up and then went black. They rebooted the system and the system displayed no input. There was not a patient present at the time of the event. The manufacture representative (rep) called back and stated that all the cables were secure, and after the computer goes to "no input detected", the screen goes black and shows just a blinking cursor in the top corner of the screen. The rep was unable to replicate the issue when powering the system on, but when they shut the system down it went to no input detected. They unplugged the monitor from power and plugged it back in and the video came back on. The system went to no input detected again when exiting the ent application. They left it there for about 4 minutes, then it went to the application selection screen. Booting back into ent application had a long lag where it seemed to get stuck at the booting kernel screen.